Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid urethral sling procedure. According to the complainant, during unpacking, the nurse observed that the sterile barrier had been compromised. The sterile peel was slightly open at the corner. There was no visible damage to the outer package. The procedure was completed with a second advantage transvaginal system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".